Event description:
It was reported that an infusion set and cartridge issue occurred when the paper backing on the adhesive cover was removed, causing the adhesive to fold onto itself and resulting in an incorrectly deployed infusion set or connector attachment; a replacement was provided and a cartridge lot was noted, with the device component involved being the infusion set. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.